Manufacturer narrative:
The event is resolved. There is clarification in that the fempop bypass occurred 34 months after the index procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four impact admiral pta balloon catheters were used to treat the left sfa and pop1. Approximately five months post procedure patient suffered occlusion of the left sfa. The event was treated with dus, MRI and lab and a fempop bypass approximately 5 months later. It is reported that the event is not related to the device, procedure or paclitaxel. The event is currently unresolved.